Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, product type: recharger.

Event description:
Follow-up from the patient reported that she had notified her healthcare provider (hcp), but did not recall the dates. There was nothing physical-simply the design of the pin was wrong. It was flimsy at the angle where it was used and simply over use caused it to break often. She had spoken with her hcp-and told similar-the five times hers required replacement. The issues had not been resolved. The patient had suggested going to the pin on the patient programmer. She had it for six years and it had not broken.

Event description:
The patient reported that she could charge up to 100% and by lunch time the next day she was down to 50%. This was her implantable neurostimulator (ins) battery charge level. She charged for four hours and only got a half day out of it. This began occurring in (B)(6) 2016. There were no associated symptoms. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.